Manufacturer narrative:
The cartridge with the needle tip break was returned for investigation. Upon receipt of the cartridge, the product was decontaminated. The cartridge was then loaded onto a suture passer in order to view the needle tip. Investigation shows the needle tip was broken. This confirms the complaint that "the needle buckled causing the needle to break."

Event description:
There was a report of one cartridge buckling and causing the needle to break during a central pass. Needle could buckle after experiencing watermelon seeding when meniscus is pushed off the device jaws when the needle hits the tissue. Watermelon seeding usually happens on central pass and is technique-driven and can be easily prevented by slowing down and applying a gentle forward push with the device so the jaws do not slip off the tissue. When watermelon seeding is experienced, this causes the needle to be fired with the upper jaw fully clamped onto the lower jaw, leaving little to no space for the needle to go through the suture trap. This motion can result in applying a permanent set to the needle in the region of the suture hook. After seeing this condition on the needle, if the surgeon makes another passing attempt with the needle then it could result in needle tip breaking off. The surgeon was able to retrieve the fragments from the patient's joint during primary procedure.